Manufacturer narrative:
(B)(4). The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip became stuck in the bent rotation tab. No clip was in the next position of the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 9 clips remaining in the channel, indicating that 6 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The device history review for the product auto endo5 ml lot# 73d1900713 investigation did not show issues related to the complaint. Other remarks: the IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "applier jammed during use" was confirmed based upon the sample received. One device was returned with the rotation tab bent. Upon functional inspection, the first clip became stuck in the bent rotation tab. No clip was in the next position of the channel. The sample was disassembled, and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. Teleflex will continue to monitor and trend related events.

Event description:
The report states: surgeon periodically uses ae05 but he is familiar. On day of incident, he fired 1st clip but immediately after that, he could not fire 2nd clip and experienced applier was jammed. So, he aborted the applier and did not want to take any risk.